Event description:
The facility stated that the surgeon implanted an aa4203tf toric silicone lens. The pt's astigmatism was not corrected. This was noted during a post-op exam. The lens remains implanted and no additional surgery is required at this time. The pt's condition/prognosis is good. The pt's pre-op visual acuity 20/50, post-op visual acuity 20/40. The injector model msi-tr, lot number was not specified by the facility. The cartridge model mtc-60c fp, lot number was not specified by the facility.